Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the magic 3 go male catheters did not had any holes (eyelets) in them also stated states they called about this and a replacement of 8 catheters were send.

Event description:
It was reported that the magic 3 go male catheters did not had any holes (eyelets) in them also stated that they called about this and a replacement of 8 catheters were sent.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It was unknown whether the device had met relevant specifications. Based on no patient involvement the product does not appear to have been used. However, the product is intended to be used for treatment purpose. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.